Event description:
It was reported that the right ventricular (rv) failed to deliver high voltage (hv) shocks. Fluoroscopy was performed, and externalized conductors were noted on the rv lead. On (B)(6) 2025, the physician capped and replaced the rv lead. The patient condition was stable.